Manufacturer narrative:
An event regarding cup loosening involving tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that during the revision surgery for a loose cup it was discovered that there was no bony-ingrowth on the cups surface. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "the patient complained about his hip pain. After an x-ray, it was determined that the cup was loose. Upon explantation, it was discovered that there was no bony-ingrowth on the cups surface. We replaced the cup, liner, head, and screws."